Manufacturer narrative:
Initial and final MDR 1888891 - MDR 8021545-2024-01159 - device 2 of 2. E1:(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in netherland, on 16-may-2024, the patient reported that two infusion set was occur due to adhesion issue and mother of patient reports cause of product not adhering is swimming. No further information available.